Manufacturer narrative:
The event of inadequate capture and undersensing were not confirmed. The complete lead was returned in two pieces. The connector portion measured at 18.1 cm and the distal portion measured at 37.6 cm of insulation and 41.6 cm of the conductor coil. The helix operation and dimensions were normal and within specifications. Other damages found were sustained during surgical procedure. No anomalies were found.

Event description:
It was reported that the patient was scheduled for a lead revision procedure. Upon interrogation of the pulse generator device, it was discovered that the right ventricular lead exhibited high pacing impedance and high capture threshold. It was also noted that the atrial lead exhibited sensing issues and complete loss of capture. Fluoroscopy was used which revealed that the atrial lead had fallen into the tricuspid valve which resulted in the sensing and capture anomalies. Both leads were then removed successfully. A new atrial lead was positioned into the atrium. Upon interrogation of the pulse generator, the new atrial lead exhibited no electrical signals and had a low unacceptable lead impedance. The lead was unplugged and connected to the pacing system analyzer. The lead was found with the same sensing and impedance anomalies. The new atrial lead was then replaced with a different lead which was working properly. The physician suspected the anomaly was caused by lead strangulation via suture tie down on the lead body rather than a fault on the product. The patient condition was checked the following morning and was recovering well. Related manufacturer reference number: 2017865-2019-09778, 2017865-2019-09780.